Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left-side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: b.5., d.1., d.4., d.7., d.10., g.1., g.3., h.3., h.4., h.6. Device evaluation: visual analysis of the returned device identified: creases, total delamination of valve and white particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Additionally, healthcare professional reported left side deflation. Device has been explanted.